Event description:
It was reported that the user experienced multiple occlusion alarms while using the ilet with a contact detach infusion set, accompanied by leakage at the tubing-to-connector interface; tubing and connector were first replaced without resolution, and replacement of the infusion set resolved the occlusions. Symptoms included hyperglycemia with a reported peak of 380 mg/dl and elevated glucose levels persisting for approximately 6 hours, without ketone testing or acute complications. Outcomes included no hospitalization, no professional medical intervention, and no additional assistance, with the user allowing the ilet to manage glucose and subsequently regaining control after set replacement. Investigation included user counseling on troubleshooting and education regarding infusion set issues and site selection. Investigation of this case revealed that the initial insertion may have encountered scar tissue and that the occlusion condition resolved after full infusion set replacement, suggesting an infusion set or connection-related delivery interruption. It was concluded that hyperglycemia occurred in association with a reported insulin delivery occlusion, with cause unclear. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.